Event description:
Customer reports an lv2 infusor containing buprenorphine hydrochloride 0.5mg, droperidol 6mg, and 0.26% bupivacaine hydrochloride with a total volume of 99.6ml overinfused in approximately 36 hours. Customer reports no adverse clinical reaction.